Event description:
Country of complaint: (B)(6). Thread broke very easily.

Manufacturer narrative:
Manufacturing site eval: samples received: 41 unopened race-packs and 2 opened. There are no previous complaints of this code batch. There are no units in OEM stock. We have received 41 closed samples, three of them with the needle detached from the thread and the thread is still wound on the pack. We have also received one open and used sample that the thread shows splitting near the needle attachment area and one open sample with the needle detached from the thread and the thread is still wound on the pack. Tested the needle attachment and the knot pull tensile strength of the closed samples received and all results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. As stated in the instructions for use of the product; "when working with suture materials, great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Some of closed samples do not meet specification. Corrective action has been initiated at the OEM.